Event description:
Reporting status: malfunction. Reporting rationale: stent separation is likely to cause or contribute to pt injury. Device issue: stent separation. It was reported that when the stent delivery system (sds) was inserted into the guiding catheter, there was some resistance felt. When the sds was pulled back, the stent was noticed to be deformed. No pt effects were reported. No additional info is available. This is being reported based on the analysis of the returned device, which revealed a separated stent.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast. The stent implant was returned mislocated on the balloon. The stent implant was returned incorrectly placed on the balloon. The proximal end of the stent implant was located on the distal end of the tip. The stent implant was separated, 10 mm of the stent implant was returned. The proximal portion of the separated stent implant was not returned. There were five broken struts on the proximal end of the stent implant at the separation. There were two flared struts on the fifth and sixth row from the proximal end of the stent implant. There were mangled struts on the first three rows of the distal end of the stent implant. The stent implant was stationary on the balloon. There was no other damage noted to the stent implant. The balloon was returned tightly folded, and there were crimp marks on the balloon between the markers. There was a tear on the inner and outer member and extending distally on the outer member for a length of 7 cm distal to the guide wire exit notch. The tip was torn. There were three kinks on the hypotube 7.3 cm, 42 cm and 72 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The outer diameters could not be taken due to the damage noted of the stent implant. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.